Manufacturer narrative:
The field service engineer determined that a cover assembly was worn out. The cover assembly was replaced. Operational and mechanical checks passed. The customer ran quality controls and precision studies. Calibration signals were acceptable on the last calibration performed on (B)(6) 2019. Quality controls were within acceptable ranges on the day of the event. The centrifugation time and speed were not appropriate for the type of tube used. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 104 ng/l and this value was reported outside of the laboratory. The patient refused their health care provider's advice to transfer to another hospital. A second sample was collected from the patient and tested, resulting with a troponin t value of < 6 ng/l accompanied by a data flag. The physician then questioned the initial value from the original sample. The original sample was then repeated, resulting with a troponin t value of 6.13 ng/l. The repeat value was believed to be correct. The troponin t reagent lot number was 41679901, with an expiration date of 30-nov-2020.